Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low total bilirubin result from the cobas 6000 c (501) module. The initial result was 3.290 mg/dl with a data flag and was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated with results of 12.267 mg/dl with a data flag and 12.035 mg/dl with a data flag. The repeat results were believed to be correct. There was no adverse event. The reagent lot number was 248261. The expiration date was requested but was not provided. The field service representative verified the gear pump pressure and sample probe alignment. He found the cell wash detergent bottle was empty and replaced it and the cell rinse mechanism bracket. He ran precision testing and results were within specifications.